Event description:
Customer reportedly received result of 379 mg/dl on the advantage system and 79 mg/dl on a professional's meter within 10 minutes. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.